Manufacturer narrative:
The returned device analysis did not confirm the reported resistance while retracting the lock lever and clip arms jump open. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported clip arms jumps open & resistance while retracting the lock lever could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of an ntw clip, the establishment of final arm angle (efaa) check was successful. When attempting to unlock the clip and invert, the lock lever was extremely tight and when the lock lever was unlocked, the clip arms jumped open from less than 10 degrees to approximately 40 degrees. It was noted by the tech that there was tension felt when pulling the lock lever to the blue line. A replacement ntw was used to complete the procedure. No patient was involved with the issue and there was no clinically significant delay. No additional information was provided.